Manufacturer narrative:
UDI and manufacture date not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a posterior cervical procedure the site was not able to connect the navigation system to the imaging systems' mobile view station (mvs). The site wasn't able to do any troubleshooting over the phone but swapped out the navigation system during the case for another. The site was able to connect with the other navigation system brought into the room. A clinical specialist was on site for troubleshooting and discovered the bulkhead connector had bent pins inside it. Technical services (ts) was sending a replacement. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The bulkhead connector was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The returned connector had one side wall broken out with bent and broken leads inside the connector. Physical damaged was observed. The software investigation found that this is not a software issue. The software is working as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a posterior cervical procedure the site was not able to connect the navigation system to the imaging systems' mobile view station (mvs). The site wasn't able to do any troubleshooting over the phone but swapped out the navigation system during the case for another. The site was able to connect with the other navigation system brought into the room. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.